Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen lens was scratched. It could not be confirmed whether or not the reporter could read the pump screen safely. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2017 with the following findings: on investigation, the display screen was found to be scratched. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was found to be dim/faded/discolored.